Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm during a bolus. The customer's blood glucose was 505 mg/dl at the time of incident. Customer declined troubleshooting for high blood glucose as they do not have supplies with them. It was explained to customer the causes of no delivery alarm. The customer was rushing to go home to get a reservoir to place in the device. The insulin pump will not be returned for analysis.